Manufacturer narrative:
Additional information: section d concomitant med prod data and section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information was delayed and all stations on critical override. A technical support specialist stated that the iest team identified that the maintenance and data synchronization services on the care fusion coordination engine server were not running. Both services were restarted, and following the restart, message flow resumed successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, its patient information delayed and all stations on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, its patient information delayed and all stations on critical override. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.